Event description:
Per the independent repair center, the customer alleged problem is alarm will not function/ alarming/red light. The key failure is the valve is sticking. Additional malfunction is the power switch has no alarm.